Event description:
On (B)(6) 2009, the pt was implanted with an scs system. The pt is having a burning pain at the ipg site. It is present even when the ipg is off and the pocket site is slightly swollen. The pt met with the doctor to have it checked out. Revision surgery to re-pocket the ipg is pending.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.